Event description:
It was reported that the pump logs showed that the "pump in safe state" with multiple "reset occurred and reset occurred-low battery" messages. The pump contained dilaudid. The pt experienced increased pain as well as flu like symptoms. The logs were reviewed by a MFR's engineer and pump replacement was recommended with return of the pump for analysis to determine the cause of the reported event. Per the reporter, the pt's pump was not functioning; the catheter was plugged and had dislodged out of the intrathecal space into the subarachnoid space as well. The initial report indicated that there was an "aneurysm around the tip of the catheter"; however, the hcp has since reported that it is not clear exactly what that was, but appeared to be a fluid filled area. The pt had both the pump and catheter replaced in 2007, and is doing well now. See MFR's report#: 6000030-2008-00214.